Manufacturer narrative:
The enterprise stent was recaptured once. Prior to recapturing, the recaptured point was not exceeded. For recapturing, the microcatheter was advanced over the delivery system/vrd, and constant fluoroscopy was performed at all times during the delivery, deployment, and recapturing. The correct microcatheter was move when recapturing. Prior to recapturing, the microcatheter was not placed at an acute angle. A constant and dedicated saline source was utilized at all times. Prior to the event or at any time during the procedure there was no resistance/friction. The patient is in stable condition. The products will not be returned, and no cd copy of the procedure nor further information were available. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00310 & 1058196-2010-00311. Additional information will be submitted within 30 days upon receipt.

Event description:
The procedure was coil embolization for the aneurysm in right ic- paraclinoid that was not calcified and mildly tortuous. The enterprise system (enc452812) was positioned for deployment, then when the stent was deployed, both the enterprise and the select plus microcatheter (606-s255x) slipped down toward the proximal direction because of the tortuous vessel. Attempt was made to advance the microcatheter for recapturing the exposed stent. However, both the microcatheter and the enterprise delivery wire were stuck and would not be moved. The devices were withdrawn from the patient as one unit. Other products were utilized to continue the procedure. The procedure was completed successfully without any adverse event or neurological symptoms. During deployment, the microcatheter was placed just distal to the aneurysm neck, and once the enterprise was advanced, and positioned at the site, the microcatheter was remove to expose the stent. However, both the microcatheter and enterprise slipped down to the proximal vessel.

Manufacturer narrative:
(B)(4). Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422610. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. See 'lake region report' under attachments. Additional DHR review for the stent per (B)(4). Cordis nitinol lots: (B)(4); revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. No further action, including corrective action will be taken at this time for the following reasons: the released specifications were met. No nonconformances were found related to the complaint. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00310 and 1058196-2010-00311. Additional information will be submitted within 30 days upon receipt.